Event description:
Health care professional reported that he had been using the 6495 temporary pacing leads on a trial basis. During trials with the wire, he had problems with capture and therefore, elected to go back to using the 6500. He discussed this issue with the sales rep and felt that the cause was likely a result of user technique. Additional info has been requested and wires have been requested for return analysis.